Manufacturer narrative:
This complaint has been assessed for all ob original regular for the reason code infection medical care/consultation as well as all other illness complaints for this product over the last 6 months. No patterns or trends in consumer data have been identified at this time.

Event description:
Female consumer, (age not provided) states she is experiencing an infection, due to the tampon is tearing off inside of her. Consumer sought medical attention where she states the doctor told her she had tampon pieces inside of her and the tampon had to be removed. Consumer reports she was experiencing cramps and was sick.